Event description:
Device 2 of 2: reference MFR report: 1627487-2012-09802. It was reported the patient experienced overstimulation at the ipg pocket site. The patient was unable to maintain communication with external devices. A full parameter diagnostic indicated one contact read low. The patient was switched to a different program and reported satisfactory coverage. The patient also indicated he has lost weight and feels the ipg maybe superficial. Follow-up indicated, the patient indicated the overstimulation sensation has stopped and he continues to have effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.